Event description:
The reporter stated the surgeon inserted aq2010v three piece silicone lens. The surgeon noticed lens had torn after insertion into the pt's eye. Lens was removed with no pt injury. No suture was used. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Eval codes, results: (other) a visual inspection of the returned product found the lens in two pieces. Piece of optic and one loop haptic is torn off. Another piece of optic and the other loop haptic is torn off and missing. There was evidence of clear surgical residue. Conclusion: (other) an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).